Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported by the customer that they ordered product and the product box was opened when the shipping container was opened. The item was not sterile as it should be. No further information is known.

Manufacturer narrative:
(B)(4). The complaint indicated that the product box was open and the item was not sterile. Visual inspection confirmed that the box had been opened, and ripped, on both ends. The package was removed from the carton for visual inspection. It was found that the tyvek had been peeled back leaving the package open, but the tyvek was still attached to the blister on the end of the package. No other issues were noted for the package or the device. The packaging facility does not open packages during the process unless there is a defect, and then, the tyvek would be completely peeled away and the device removed from the blister. Presence of the heat seal transfer was visibly verified to be present on the entire flange of the blister indicating that the package had been fully and properly sealed at the packaging facility. Packages are 100% inspected immediately after the sealing process and placed into an individual carton. The carton is then inspected before placing into a corrugate shipper box. A random visual inspection sample is performed on the completed finished goods. Packages are not opened during inspection. It is suspected that the carton and package were opened at the user facility and the product may have been inadvertently returned to its carton and to storage. External cause. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.